Manufacturer narrative:
The device was returned to olympus. During their inspection, the sbc confirmed the reported issue. By disassembling the device and testing the components individually, we were able to trace the image error back to the r-unit. Cause r-unit ¿ defect in color: ¿observations were made within the root cause analysis and hypotheses were established, which could lead to the known type of failure ¿green image¿. Some of the hypotheses could be confirmed by the observations. By assessing the influence probability and the probability of detection, the following causes could be prioritized: unacceptable tension in the area of the "charged coupled device (ccd w. Holder)" assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer "c-holder to bumper sleeve" unacceptable tension in the area of the "ccd w. Holder" assembly due to asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined pre-existing damage to the "ccd w. Holder" assembly due to using a suboptimal adhesive device.¿ a manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.

Event description:
It was reported to olympus that a video telescope had an image that turns on and flickers. It was also reported that the image was green when the scope was restarted. The reported issue was found during an unknown procedure. The procedure was performed with another instrument. There was no patient injury or adverse event reported to olympus.